Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73c1600427 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Midway through clip application, the handle jammed. Another applier was used to complete the case. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). The customer returned one unit 543965 auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the trigger partially engaged and a clip was partially loaded into the jaws of the device. It was also noticed that the channel of the device was bent. No other defects or anomalies were observed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The partially loaded clip was able to successfully load into the jaws of the applier and close. The remaining clips were also able to properly load and close. The sample was received with 3 clips remaining in the channel indicating that 12 clips were fired by the end user. No defects were observed. The IFU for this product, 220002400 rev. 03, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure other remarks: of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of "handle jammed" was not confirmed based upon the sample received. The ratchet ears were still intact and there were no issues found with the handle of the device. However, the channel of the returned sample was bent which could lead to issues with the device and cause the device to not work properly. So although the reported complaint could not be confirmed, however, there was an issue that was found with the returned sample. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. The device was received with 3 clips remaining in the channel indicating that 12 clips were fired by the end user. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Therefore, based upon the damage observed and the information provided, operational context caused or contributed to this event.

Event description:
Midway through clip application, the handle jammed. Another applier was used to complete the case. The patient's condition was reported as unknown.